Event description:
(B)(4). Initial report received on 19-nov-2008 from a hospital's pharmacist. A (B)(6) female pt developed scleroderma after receiving poly-l-lactic acid (new-fill). A relevant history of (B)(6) for which she had been treated for 2006: nevirapine and abacavir/lamivudine exact doses unspecified. On (B)(6) 2008, she had received one injection of poly-l-lactic acid subcutaneous route for lipodystrophy. According to the pharmacist, product had been ordered in 2006, batch numbers and expiration date were unspecified, on (B)(6) 2008, she experienced scleroderma in hooded cape on the neck. Biopsy confirmed diagnosis. No inflammatory syndrome was observed. No improvement for (B)(6) 2008. At the time of this report, the outcome was on going. Further info was awaited. (B)(4).

Manufacturer narrative:
Initial report received on 19-nov-2008 from a hospital pharmacist. A (B)(6) female pt developed scleroderma after receiving poly-l-lactic acid (new-fill). A relevant history of (B)(6) for which she had been treated for 2006. Nevirapine and abacavir lamivudine exact doses unspecified. On (B)(6) 2008, she had received one injection of poly-l-lactic acid subcutaneous route for lipodystrophy. According to the pharmacist, product had been ordered in 2006, batch numbers and expiration date were unspecified, on (B)(6) 2008, she experienced scleroderma in hooded cape on the neck. Biopsy confirmed diagnosis. No inflammatory syndrome was observed. No improvement for (B)(6) 2008. At this time of this report, the outcome was ongoing. Further info was awaited. (B)(4).